Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v466235, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had been having a bladder problem for 2 months since may 2015. The patient started to urinate, even when they didn't feel like they needed to go, and didn't have any control over it. The patient was having problems using the patient programmer and saw a power on reset (por) screen. The patient stated seeing this screen on (B)(6) 2015. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.